Event description:
It was reported that the user experienced difficulty inserting the cartridge into the pump chamber, requiring three attempts, and later confirmed they had not performed the piston rewind prior to insertion; the issue resolved after completing a proper rewind and a subsequent supply change proceeded without incident. Symptoms included sweating, dizziness, frequent urination, and side pain associated with a low glucose of 50 mg/dl lasting about 15 minutes and a high glucose up to 285 mg/dl lasting about 3 hours. Outcomes included self-treatment of hypoglycemia with oral carbohydrate and no need for medical intervention or assistance. Investigation included review of the event details and troubleshooting with the user. Investigation of this case revealed user setup error related to failure to rewind the piston before cartridge insertion, consistent with use-related difficulty rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error during cartridge change.

Manufacturer narrative:
It was reported that the user experienced difficulty inserting the cartridge into the pump chamber, requiring three attempts, and later confirmed they had not performed the piston rewind prior to insertion; the issue resolved after completing a proper rewind and a subsequent supply change proceeded without incident. Symptoms included sweating, dizziness, frequent urination, and side pain associated with a low glucose of 50 mg/dl lasting about 15 minutes and a high glucose up to 285 mg/dl lasting about 3 hours. Outcomes included self-treatment of hypoglycemia with oral carbohydrate and no need for medical intervention or assistance. Investigation included review of the event details and troubleshooting with the user. Investigation of this case revealed user setup error related to failure to rewind the piston before cartridge insertion, consistent with use-related difficulty rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error during cartridge change.